Event description:
On (B)(6) 2013, the reporter alleged a button/keypad tactile changes w/moisture issue. The reporter indicated that after the pump was exposed to moisture in a bath tub, the pump was rebooted and the keypad buttons were not responding. The reporter indicated that moisture was observed behind the display screen. This report is made because the issue was not resolved with troubleshooting. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/18/2013 with the following findings: the keypad was found to be intact. The keypad buttons were tested and the buttons were found to be responding appropriately. The keypad was removed and there was no evidence of contamination under any of the button contacts. Unrelated to the complaint, the pump had moisture visible behind the display screen. A pump leak test was performed and the display lens was found to be leaking. The pump was opened and moisture damage was found throughout the pump.